Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that insulin pump had button anomaly as buttons were not responding. Customer¿s current blood glucose was 190 mg/dl. Customer stated that time advances when observed for one minute. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive act button due to corroded keypad traces.